Manufacturer narrative:
Investigation results: device analysis findings: promus premier ous mr 16 x 3.00 stent delivery system was returned for analysis. Visual, tactile and microscopic examination of the device confirmed that the stent was not returned. A visual and tactile examination identified a hypotube kink at 33cm from hub. No issues identified with the outer / mid-shaft sections of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Balloon cones were reviewed, and no inflation attempts are noted as the crimp marks are visible, and the balloon is tightly folded. A microscopic examination of the bumper tip showed no signs of distal tip damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the event description, the review conducted at the boston scientific site and reported lesion characteristics. The allegation of difficulty crossing the lesion during the procedure is not confirmable via returned device analysis. However, device analysis found that the stent was not attached and not returned. The analysis noted evidence of a stent crimp on the balloon material and that the balloon was in a deflated state. The exact cause of the detached stent and when the stent detachment occurred could not be established. As the complaint did not report a stent detaching during the procedure, it likely occurred through device handling post procedure.

Event description:
Reportable based on device analysis completed on 29apr2026. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty procedure. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation with semi-compliant balloon catheter, a 16 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was then completed using another stent. There were no patient complications. However, returned device analysis revealed that the stent was detached.